Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: elite ii, sion blue. Guide catheter: profit 6fr jl3.5. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for analysis. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x12mm nc traveler balloon dilatation catheter (bdc) was used for pre-dilatation in the de novo concentric lesion with mild tortuosity, heavy calcification and 90% stenosis in the proximal left anterior descending coronary artery. During the first inflation of the nc traveler at approximately 13 atmospheres for 15 seconds, the balloon ruptured. The device was replaced with a non-abbott balloon catheter, which was inflated without issue. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.